Event description:
1996 - pt underwent bilateral breast capsulectomies with removal of gel implants. Replaced with mcghan saline implants. 2003 - pt had developed bilateral symptomatic capsular contractures with marked firmness. They also wish to be larger. 2003 - pt underwent bilateral capsulectomies with implant removal - implants were intact. Pt augmented with mentor gel implants.